Event description:
Nellcor puritan bennett received a call from user facility representative on 09/09/1999, who called to report the following problem: unit failed while attached to pt. Unit delivered volume, but had no pressure.